Event description:
It was reported that a non-sustained lead noise alert was observed via remote transmission. The device was reprogrammed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.